Event description:
It was reported that the device was "sparking." There was no information on patient involvement. Although additional information was requested, the customer did not provide.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, remedial action required, remedial action #, imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the device was sparking was not confirmed or replicated during laboratory testing. The performed battery conditioning test observed the battery capacity displayed within the recommended milliampere-hour (mah) range. Functional testing performed showed the suspect pc unit working as expected with no alarms or error codes being observed. Ground resistance and ground current leakage tests were performed on the suspect pc unit. The device was observed to be performing within specification. A preventive maintenance (pm) test was performed on the suspect pump module and pc unit through alaris system maintenance (asm) passing all tests indicating the device is within specification. External and internal inspection was performed. The pc unit power cord was observed bent in the power cord retainer; however, it was properly seated in the pcu socket. Dried fluid was observed on both devices upon removal of the iui connectors. Flux residue was noted on the power switching supply. Corrosion and damaged isolation ribs were observed on pump module¿s and pcu¿s iui connectors. Fluid ingress was observed on the pump module¿s rear case. During the inspection incidental findings were noted and are not associated with the reported issue. All inspected parts were manufactured by bd. A review of the suspect pump module s/n (B)(6) and suspect pc unit s/n (B)(6) error logs showed no errors were recorded on the reported event date. On (B)(6) 2025 at 1:55 am an infusion was programmed and started for csl (hartmans) (drug ID 9) at a rate of 125 ml/hr and a volume to be infused (vtbi) of 1000 ml. A primary volume infused (pvi) of 602.232 ml was recorded from previous infusions. At 9:55 am the infusion was completed and transitioned to keep vein open (kvo). A pvi of 1602.25 ml was recorded. The unit was channeled off. Per the bd alaris¿ system with guardrails user manual (v12.1.1) states: do not use a device that appears to be damaged. Send the device to biomedical engineering for repair. Perform device inspections to prevent a damaged device from being returned to patient use. Use of a damaged device can result in patient harm. To ensure that the bd alaris¿ system remains in good operating condition, visually inspect the system before each use. Check all visible surfaces and moving parts on the devices. If you observe damage in any way or find the device does not function as expected, return it to biomedical engineering for repair. In addition, the best practices for cleaning alaris system devices tip sheet states to inspect the iui connectors on each bd alaris pc unit and module prior to use. Replace any iui connector with surface contaminants, blue or green deposits, damaged contacts, pins, or cracks. Apply 70% ipa directly to the dedicated iui cleaning brush. To prevent cross-contamination, do not dip the brush into the ipa. Never allow any cleaner other than 70% ipa to contact the iui connectors. The devices were in use for treatment purposes as intended per 21 cfr 820.198 (d)(2). Root cause: the root cause that the device was ¿sparking¿ was not identified during the investigation. The returned devices were evaluated, and no issues or anomalies were observed with the suspect pump module during laboratory testing. Note that this report lists imdrf annex a040502, g02017, c0601, d0302, a1801, g04037, d15, a0401, c07 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that the device was "sparking." There was no information on patient involvement. Although additional information was requested, the customer did not provide.